Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using swiftpac coil (swiftpac), midway 43 delivery catheter (midway 43), and a non-penumbra microcatheter. During the procedure, the physician advanced the swiftpac coil partially into the vessel using the microcatheter but decided to retract it to reposition the swiftpac coil. However, while retracting and then readvancing the swiftpac coil, the physician noticed the swiftpac coil had unintentionally detached within the microcatheter. It was reported that the physician attempted to push the detached swiftpac coil using the pusher assembly, but it was unsuccessful. Therefore, the physician used the microcatheter and midway 43 to push the detached swiftpac coil into the target vessel. The procedure had ended at this point. There was no report of an adverse effect to the patient.